Event description:
The customer reported the system shutdown without command during a procedure and upon reboot an error was displayed. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge service representative performed an on site investigation. The hard drive and connector were replaced during the service call. The system was tested and found to be working as intended and put back into service.